Manufacturer narrative:
The complaint has been forwarded to the manufacturer for investigation. A review of the device history record (DHR) showed no deviations. The information provided was used in the investigation; however, without the return of the product for technical analysis, the reported defect of "infection" could not be confirmed. Related risks have been documented in the manufacturers risk management file. As a result, the complaint is classified as "no definitive conclusion, unverifiable (no returned product)." Therefore, the complaint is not justified.

Event description:
On or about (B)(6) 2017, minor patient underwent placement of an angiodynamics xcela product, reference number (B)(4), lot number 135308000. The device was implanted by dr. (B)(6), md, at (B)(6) in (B)(6), california, for chemotherapy administration. On or about (B)(6) 2017, patient presented to (B)(6) hospital of (B)(6)y with a fever and pancytopenia and, ultimately, patient was admitted and diagnosed with infection due to staphylococcus epidermidis. Patient remained hospitalized for antibiotic therapy for a total of 10 days. On or about (B)(6) 2017, upon a cbc draw, patient experienced spontaneous quarter sized bruising above the xcela post flush. A chest dye study with fluoroscopy results performed by dr. (B)(6), m.d. Showed contrast extravasation/leak in the port-a-cath. On or about (B)(6) 2017, patient's port was removed and replaced by dr. (B)(6), md at (B)(6) hospital of (B)(6).